Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 25-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('pain in multiple joints (knee, ankle, shoulder)') in a 44-year-old female patient who had essure (batch no. A95858) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia (seriousness criterion medically significant), tendon pain ("pain in tendons"), tendonitis ("achilles, wrist and elbow tendinitis"), visual impairment ("difficulty effectively correcting my vision (varifocal lenses but still uncomfortable)") and depression ("periods of depression") with depressed mood. At the time of the report, the arthralgia, tendon pain, tendonitis, visual impairment and depression had not resolved. The reporter provided no causality assessment for arthralgia, depression, tendon pain, tendonitis and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: several MRI scans in recent years without absolute certainty that all of this is related to the implants. X-ray - on an unknown date: several x-ray in recent years without absolute certainty that all of this is related to the implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('pain in multiple joints (knee, ankle, shoulder)') in a (B)(6) female patient who had essure (batch no. A95858) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced arthralgia (seriousness criterion medically significant), tendon pain ("pain in tendons"), tendonitis ("achilles, wrist and elbow tendinitis"), visual impairment ("difficulty effectively correcting my vision (varifocal lenses but still uncomfortable)") and depression ("periods of depression") with depressed mood. At the time of the report, the arthralgia, tendon pain, tendonitis, visual impairment and depression had not resolved. The reporter provided no causality assessment for arthralgia, depression, tendon pain, tendonitis and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on an unknown date: several MRI scans in recent years without absolute certainty that all of this is related to the implants. X-ray on an unknown date: several x-ray in recent years without absolute certainty that all of this is related to the implants. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.